Event description:
It was reported that during a follow-up visit, it was noted that the right ventricular lead had dislodged, causing a loss of capture. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.